Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting. Functional testing was unable to be performed due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: the customer complaint was confirmed because the receiver rebooted by itself and did not recover after automatic shutdown. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.